Manufacturer narrative:
The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
During an in-clinic follow-up, the device could not be interrogated and premature battery depletion was suspected on the device. The device was explanted and replaced. The patient was stable.